Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?: yes. D10: returned to manufacturer on: 01-nov-2022 h6: investigation summary one sample was provided to our quality team for investigation. After visual inspection, it was observed that the membrane was never assembled onto the connector body, therefore the system was open and leaked when used. A device history review was performed for reported lot 2202202, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples were used for additional evaluation. All product was visually inspected and verified the membranes were properly assembled. Assembly of the membrane is performed manually. A detection system is used to verify the proper welding and location of the membrane. All quality records verify the inspections were performed according to procedure. While we cannot identify a direct issue, it was determined this incident is due to the operator not properly welding the membrane onto the connector body and the detection system also not identifying/rejecting the impacted piece. A project was initiated to further address this issue and prevent any reoccurrence.

Event description:
It was reported that the bd phaseal¿ l connector c90j leaked dacarbazine from around the membrane after the injector was disengaged by the healthcare professional. The following information was provided by the initial reporter, translated from japanese: "there was no problem occurring in the operation that the hcp spiked an IV bag with the l connector and connected an injector to prepare the anticancer agent. The hcp then disengaged the injector from the l connector, and saw the infusion fluid leaking from the l connector... The leaking drug is the anticancer agent, dacarbazine."

Manufacturer narrative:
Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ l connector c90j leaked dacarbazine from around the membrane after the injector was disengaged by the healthcare professional. The following information was provided by the initial reporter, translated from japanese: "there was no problem occurring in the operation that the hcp spiked an IV bag with the l connector and connected an injector to prepare the anticancer agent. The hcp then disengaged the injector from the l connector, and saw the infusion fluid leaking from the l connector... The leaking drug is the anticancer agent, dacarbazine."